Event description:
A malfunction alarm was reported by the customer, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support concluded that the pump, which had previously experienced multiple malfunction occurrences. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.